Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens. (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +07.50 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.